Event description:
It was reported that both atrial and ventricular leads had lead warnings with low impedance paces, and that an automatic polarity switch had occurred. In addition, for both leads, it was reported that the unipolar impedance was higher than the bipolar impedance and there was noise with arm movements. Both atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.